Event description:
It was reported that upon post op follow up, physician felt that the cage had migrated posteriorly. Revision surgery done on (B)(6) 2015 to remove the cage.

Manufacturer narrative:
Method: risk assessment; results: based on the fatigue testing results, the surgeon must consider the levels of implantation, patient weight, patient activity level, other patient conditions, etc. Which may impact the performance of the intervertebral body fusion device. If the patient is involved in an occupation or activity which applies inordinate stress upon the implant (e.g. Substantial walking, running, lifting, or muscle strain) the surgeon must advise the patient that resultant forces can cause failure of the device. Information regarding the patient, patient¿s lifestyle and post-op activity level is not available and cannot be evaluated. However, these may be contributing factors of possible device failure. Conclusion: failure of the acculif implant could not be confirmed conclusively due very limited amount of information regarding the event.

Event description:
It was reported that upon post op follow up, physician felt that the cage had migrated posteriorly. Revision surgery done on (B)(6) 2015 to remove the cage.